Manufacturer narrative:
Patient information was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported the display of the reference frame and the probe or bracket were reversed horizontally in the tracking view. This issue occurred intraoperatively. No other details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and it was reported that the site has understood that the horizontal reversing of cameral was because of the specification change in display method of stealth 8 in comparison with stealth 7.